Manufacturer narrative:
An event regarding wear involving an omnifit series ii liner was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that, the patient had a revision tha to replace a insert and head due to pe wear.

Event description:
It was reported that, the patient had a revision tha to replace a insert and head due to pe wear.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown series 2 insert. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.